Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use. The home patient (hp) was in setup and the hp stated he pulled his trousers down and fluid began to drain out of his catheter. The hp said he lost the black connection piece to this catheter and fluid leaked all over. The baxter technical service representative (tsr) advised the hp to clamp the line. The hp found a clamp to stop the leakage from his transfer set. The tsr advised the hp to call the peritoneal dialysis registered nurse (pdrn) for further assistance. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a leak and he said he did contact his nurse. He finished out this therapy with manual supplies. He said his nurse fixed the issue, his transfer set had disconnected from the catheter and that was how fluid leaked out. He did not notice anything wrong with the transfer set or the catheter. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a leak and she said that it was the patient's transfer set that leaked. She said it looked like the connection point on the transfer set was somewhat bent and she believed that was how it came undone. She said she gave the patient a brand new transfer set and also the doctor gave him antibiotics for preventive measures. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.